Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that an occlusion alarm occurred. Additionally it was it was reported that cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. Tandem technical support advised the customer to remove the o-ring and to change the cartridge to address the issue. Reportedly, the customer would change the cartridge to address the issue. There was no adverse impact to customers blood glucose level.